Event description:
Recurrent dislocation following primary surgery, revision surgery required about 1 month post-op.

Manufacturer narrative:
Document review: cocr ball head - (B)(4) / lot 112519 (50 heads produced): all parameters were found to be in according with the specs valid at the time of mfg. Thirty three heads belonging to this lot have been already implanted and no incidents have been reported up to now. Versafitcup cc trio acetabular shell ((B)(4)) - (B)(4) / lot 113831 (50 cups produced): all parameters were found to be in according with the specs valid at the time of mfg. Thirty three cups belonging to this lot have been already implanted and no incidents have been reported up to now. Versafitcup cc acetabular liner ((B)(4)) - (B)(4) / lot 115669 (70 liners produced): all parameters were found to be in according with the specs valid at the time of mfg. Twenty four liners belonging to this lot have been already implanted and no incidents have been reported up to now. There are no evidence that the event is device related: the x-rays provided show a cup malpositioned since it is too anteverted and vertical. The cup malposition is highly likely the cause of the dislocation.